Event description:
During device check, customer reported that the thermogard xp ivtm system (sn (B)(4) console displayed tcmid: 07 (coolant temp. High) error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(6) console displayed tcmid: 07 (coolant temp. High) error message" was confirmed based on the event log review and during functional testing. The root cause for error message was the lm34 a/b temperature sensor failure, likely attributed to a component failure. Visual inspection of the console was not performed. The event log review indicated multiple tcmid: 07 error messages on the event date, thus confirming the reported complaint. The secondary coolant sensor reported a temperature greater than the limit of 46.0ºc for 10 seconds. Upon review of the patient log, abnormal differences (> 1 ºc) between the primary bath and secondary bath temperatures were observed during the event dates (sep 24 - 26, 2022). The delta temperature resumed to normal after the last error code was recorded in the event log on sep 26, 2022. This indicates that the temperature sensors (B)(6) detected abnormal delta temperature from the same coolant bath compartment intermittently. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 07 error message, thus confirming the reported complaint. The lm34 a/b sensor will be replaced to remedy the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(6).